Event description:
Patient called to report a defective freestyle libre sensor. Patient stated the sensor immediately failed and read "cannot scan device". Patient stated she plans to return the remaining sensors from the same lot to cvs as she's afraid all the sensors in the box may also be defective. Patient stated this has never happened before and said she normally can count on the device to work properly.